Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirmed the returned device is broken in half and the other piece was returned. This device also has significant signs of wear/usage. The manufactured date for this device is 2013. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the item broke while impacting the femur on while cementing. No more information available.